Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room due to diabetic ketoacidosis and a blood glucose level of 522 mg/dl considered life threatening by healthcare provider. The customer was treated with intravenous insulin and unspecified fluids to resolve the issue and was discharged the same day with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. The customer continued to use the pump for insulin therapy.